Event description:
Same cases as: 2134265-2015-01465 and 2134265-2015-01464. It was reported that an automatic pullback failure occurred. During a percutaneous coronary imaging, an ilab ultrasound imaging system was used in conjunction with icross¿ imaging catheter in order to visualize the left anterior descending artery (lad). Image was displayed; however, the sled was not pulling back. Subsequently, manual pullback was performed. The physician then moved to the right coronary artery (rca) and while the physician was intervening in the rca, the patient experienced unknown complications and subsequently died. The cause of death was unknown.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental MDR will be filed. (B)(4).